Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "downstream occlusion snsr," which was reproduced by observing a false downstream occlusion while running a loaded set. Downstream occlusion alarms were confirmed through a review of the event history log; however, it cannot be determined if the alarms are true or false. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high reading). The downstream pressure plate gap was also found out of specification. The downstream sensor was replaced and the pressure plate assembly was reworked to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump had a failed "downstream occlusion snsr," which was clarified during baxter's evaluation as a false downstream occlusion message. It was also reported there was no patient involvement.